Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, high capture threshold was observed on the atrial lead. Upon chest x-ray, atrial lead dislodgement was confirmed. Lead repositioning would be scheduled. The patient was stable.

Manufacturer narrative:
Additional information: b1, b2, b5, h1, h10. Further information was requested but not received.

Event description:
New information received notes that the atrial lead was capped and replaced on (B)(6)2020.

Manufacturer narrative:
Additional information: b5, g4, h2.

Event description:
New information received noted that patient was stable post procedure.